Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that ¿their numbers were high and want them to come down.¿ there was no further information given and the reporter could not be reached for follow-up information. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.